Manufacturer narrative:
(B)(4). As per the subsidiary, the pump was in start mode. The pump nor cable was being physically manipulated. There was no tubing set and the pump was in the sucker position.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the pump stopped and shut down. When the unit was turned back on the large roller pump did not activate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on 12-oct-2017 the pump is powered up. The pump immediately reports vmot under range - 2331 (2.331 volts direct current (vdc)) and reboots. This happens again, but this time it stays up long enough to record a time stamp of 09:05:24 when vmot is reported low. The next power up indicates the time is now 17:25:40. It's possible power was lost for that entire time. Low vmot is the cause of the pump losing power. This could be caused by the network interface card (nic) port, pump cable, internal cable, or a generic board issue. During laboratory analysis, the product surveillance technician (pst) observed the pump to function properly with no stopping or shutting down. The service repair technician (srt) replaced the pump pod and pod-rear of housing cable as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.